Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush break. Block h10 investigation results: one hedgehog double-end brush was received for analysis. A visual analysis was performed, and it was observed that the large brush head was slightly bent. The small brush head was bent over onto itself. No missing bristles could be detected. A media review of the photo provided by the customer was performed. The photos demonstrated bent brush heads on both ends of the device. It could not be determined from the photo whether bristles were missing. The ball tip on the small brush head was dimensionally inspected and was within specification. No other problems were noted. The reported event of brush bent was confirmed. Visual analysis of the returned device and media analysis of the photo provided found both brush heads were bent. The reported event of brush break was not confirmed as no missing bristles could be detected during visual and media analysis. The bent brush heads are likely due to aggressive handling of the brush during use, or an artifact inside the scopes being cleaned that is resulting in damage or requiring excessive force during use. Based on all available information, the most probable root cause is adverse event related to procedure. Block h11: block b5 has been corrected. Block d4: unique identifier (UDI) has been corrected. Block d5 has been corrected. Block h6 device code has been corrected.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning performed on (B)(6) 2022. During scope cleaning, the little brush fell apart when cleaning the scope. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event. A photo provided showed the large and small brush head bent and appeared to show bristles detached.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning performed on october 17, 2022. During scope cleaning, the little brush fell apart when cleaning the scope. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning performed on (B)(6) 2022. During scope cleaning, the little brush fell apart when cleaning the scope. The procedure was completed with another hedgehog double-end brush. There was no patient involvement with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).